Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal (capd) dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by cloudy effluent. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, the patient was still hospitalized and was recovering from the event. It was reported that on an unknown date, pd catheter was removed and the patient was switched to hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.